Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient faced three infusion set tubing detachment event on 03-may-2024. The insertion site was at buttocks.the infusion set was in use for 2 days. No further information available.

Manufacturer narrative:
Initial and final MDR 1881736- MDR 8021545-2024-00880- device 3 of 3. E1: patient city: (B)(6). Patient country: (B)(6).